Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va1aw7x, implanted: (b(6) 2017, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an healthcare provider (hcp) via a manufacturer representative (rep) reporting the implant was on (B)(6) 2017, the right scalp wound revision at burr hole cover site for erosion on (B)(6) 2017 and the left scalp wound breakdown with erosion on left burr hole cover with removal of entire deep brain stimulation (dbs) on (B)(6) 2020.

Manufacturer narrative:
Product ID 3389s-40, lot# va1aw7x, implanted: (B)(6) 2017, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating erosion occurred in the preceding months before removal, no dates were provided. It was also stated that the first erosion issue occurred on the other side of the head. That system was removed as a result. It was unknown when the issue began or if it was reported to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 25-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) indicating the patient's system was explanted due to erosion of the lead. It was stated that the hcp had been keeping an eye on the issue, and that this was the second time it happened and they were hoping to save the device. However, the system was explanted due to infection risk. The patient's system will not be replaced. The issue was reported to be resolved.